Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red, bumpy, and itchy skin irritation under the electrodes from the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's nurse advised the patient to apply neosporin and unscented water-based lotion to the skin irritation. Follow up indicated that the patient's skin irritation improved.